Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges a centrosflo catheter was placed for blood access through the right internal jugular vein for chronic kidney failure. The puncture was difficult but successful. Blood was confirmed to be flowing from the puncture needle before proceeding with the procedure. The catheter was placed within the patient but blood could not be aspirated from the catheter. Contrast agent was injected through the catheter and it was discovered the catheter was inserted outside of the vessel. It is believed the event was caused by insertion of the guidewire from the proximal end. The patient was transferred to another hospital after the insertion of a non-merit dialysis catheter into the right groin. The patient was stable throughout the procedure. At the second hospital, the centrosflo was withdrawn and successfully replaced with a new unit through the left internal jugular vein. A shunt is planned to be made on the right forearm against ckd in the future. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.